Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two mentor memorygel breast implant 250cc gel breast prostheses ruptured during a scheduled primary breast augmentation procedure. There was no reported consequence to the patient. This medwatch report is for the 2nd of two breast prostheses.

Manufacturer narrative:
On 07-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the breast implant experienced a rupture during surgery. During the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed two tears on the posterior view. Tear a measuring approximately 1.6 cm and tear b measuring approximately 0.2 cm. Microscopic examination in the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).